Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950j vena cava filter allegedly experienced material puncture / hole. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 68 years old, female weighing 110 kgs.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code for the denali filter products is identified in d2. H10: the lot number was provided; therefore, a lot history review was performed. The sample was returned for evaluation.therefore, the investigation is confirmed for material puncture/hole and buckled material. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: g1,b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code for the denali filter products is identified in d2. H.10. For the reported event, lot number was provided, and a lot history review was performed. The sample was returned for evaluation. Material puncture / hole was identified. A root cause has not been determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950j. Vascular covered stent allegedly experienced material puncture / hole. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is 68 years old, female and 110 kgs.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code for the denali filter products is identified. For the reported event, lot number was provided, and a lot history review was performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950j. Vascular covered stent allegedly experienced misfire and retraction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) years old, female and (B)(6) kgs.